Event description:
A caller reported that an insulin cartridge leaked along the side where it slides into the guard rails. This issue was experienced only once, and there was no adverse impact on the customer's blood glucose level. The resolution involved replacing the pump in another case issue, and the caller relied on multiple daily injections (mdi) as an alternative insulin therapy.